Event description:
A police officer with an aed10 responded to a request for medical assistance at a party before emergency medical technician (emt) personnel arrived. There was a dr already there administering CPR to an unconscious pt. The reporter indicated that upon turning the unit on there was a failure saying "low battery." The unit failed to start up. Shortly thereafter the emts arrived and attempted to treat the pt with their own equipment, which functioned normally. The pt involved with this situation was later pronounced dead at the hosp. There is no indication that the failure to the AED to start contributed to this outcome. The next day, the unit was passing its self test and working fine.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The device log did not confirm the reported low battery indication. Instead, we found a "preamp ext. Reference fail" error in the log at the time of the reported failure. The unit will display "preamp ext reference fail" on-screen and the ready for use indicator will show not ready. From the device labeling, this means: "system is not ready for use. Battery may not be properly installed; battery charge is too low for effective operation, or system failure." The user apparently misinterpreted this as a battery failure. We isolated the cause of the failure to two solder joints that had not been completed, causing an intermittent connection. This is the first recorded incidence of a failure to complete solder joints at this location. It represents a workmanship failure by a welch allyn vendor. We have notified the vendor and they are currently pursuing corrective action. The repaired device passed acceptance testing and was returned to the customer.